Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that a buildup of fluid formed above the incision, and it burst, releasing clear and some other fluid. They had a wound check today and were put back on antibiotics because the area appears slightly inflamed¿not severely, but just slightly. The fluid was not infectious, although the site was a little warm and red. The patient was feeling more comfortable now and has an appointment scheduled for thursday. They also expressed uncertainty about how to operate the stimulator. The patient noted that the surgery had resolved their urinary problem by about 99%, but the healing process has been challenging. They believe they were on the road to recovery now and were back on antibiotics. The issue was not resolved through troubleshooting, and the patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.